Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material (rust) on the light guide lens and could not produce an image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: the no-image event was caused by a failure of the charge-coupled device unit; however, the cause of the foreign material (rust) found on the light-guide lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.